Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon performed the procedure in the prone jack knife position. The surgeon followed their usual practice placing two good purse strings at 4-5cms above the dentate line. The surgeon retrieved the purse strings as usual, tightened them and closed the gun fully. The surgeon 'fired' the gun. It did not feel or sound normal, giving a click and a light touch rather than the normal solid clunk. (It's difficult to say exactly what it was like). The surgeon tried to remove the gun but could not. The surgeon fully opened the gun and could see that it had not fired. No staples deployed and no cut. The surgeon fully closed the gun again and fired; this time felt and sounded normal. The surgeon had a good complete ring with both of the purse strings intact, but on removing the gun it was apparent that the staples had not closed properly. As a consequence there was considerable mucosal separation which the surgeon then had to hand sew. Post op the patient had considerable retroperitoneal air and two small pockets of intraperitoneal air. CT shows only about a third of the staples in the rectum. The patient was treated with IV antibiotics. The condition of the patient immediately after the event was stable.

Manufacturer narrative:
(B)(4). Incomplete firing cycle. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. After further analysis, it was noted that the knife would not return to its home position. No functional test could be performed due to the condition of the device. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was disassembled to verify the integrity of the internal components and the compression element was disengaged from the driver guide. While no conclusion could be reached as to how these components became disengaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.